Manufacturer narrative:
Device evaluated by MFR: mustang 7.0 x 60, 75cm was received for analysis. The following attributes were examined. The device was received in two sections due to device separation. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A complete balloon circumferential tear was identified located at the proximal balloon bond. From the complete circumferential tear, the distal section of balloon material was also torn longitudinally along its entire length. No other issues were noted with the balloon material. As per mustang specification, the rated burst pressure for this device is 20 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device to have separated at approximately 30mm proximal of the distal markerband. This type of damage is consistent with excessive tensile force being applied to the device. The shaft was also noted to be severely kinked at more than one location. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation, the balloon deflated before it reached to its rated burst pressure. The procedure was completed with another of the same devices. No patient complications were reported, and the patient status was stable. It was further reported that the target lesion was 60% stenosed, non-tortuous and non-calcified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation, the balloon deflated before it reached to its rated burst pressure. The procedure was completed with another of the same devices. No patient complications were reported, and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation, the balloon deflated before it reached to its rated burst pressure. The procedure was completed with another of the same devices. No patient complications were reported, and the patient status was stable. It was further reported that the target lesion was 60% stenosed, non-tortuous, and mildly calcified.